Event description:
A customer reported that a system message displayed after the pt had received peribulbar anesthesia. Following a delay of less then 15 mins, the physician completed the surgery by manual silicone injection. There is no reported harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2012. The manufacturer internal reference number is: (B)(4).